Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: bilateral salpingectomy after c-section. Description: the acct mgr was present for the case. On activation 11, the surgeon was making the last seal on the first fallopian tube. The surgeon double sealed and the tissue stuck to the jaws and there was a small amount of bleeding. The surgeon tried sealing and cutting but the tissue would not come loose. The tissue was clamped from the uterus side and scissors were used to cut and pull the tissue off the jaws. After the 13th activation, the jaws were cleaned with a wet lap, but the blade channel was not run. There was no improvement when the jaws were cleaned. The surgeon started on the 2nd fallopian tube and there was tissue sticking to the jaws from the first activation. The surgeon was able to peel the tissue from the device. The jaws were not submerged in fluid at any point during activation prior to the tissue sticking being observed. The device was not activated on diseased or inflamed tissue. A new handpiece was opened to complete the case. There was no patient injury. The cord was cut, but both the device key and handpiece are available to be returned. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. No visible blood or eschar was observed on the sealing surface of the unit. During functional testing, engineering tested the performance of the device and observed sticking before and after cleaning the jaws. Based on the condition of the returned unit, it is likely that the tissue sticking was caused by eschar accumulation from normal use of the device.

Event description:
Procedure performed: bilateral salpingectomy after c-section. Description: the acct mgr was present for the case. On activation 11, the surgeon was making the last seal on the first fallopian tube. The surgeon double sealed and the tissue stuck to the jaws and there was a small amount of bleeding. The surgeon tried sealing and cutting but the tissue would not come loose. The tissue was clamped from the uterus side and scissors were used to cut and pull the tissue off the jaws. After the 13th activation, the jaws were cleaned with a wet lap, but the blade channel was not run. There was no improvement when the jaws were cleaned. The surgeon started on the 2nd fallopian tube and there was tissue sticking to the jaws from the first activation. The surgeon was able to peel the tissue from the device. The jaws were not submerged in fluid at any point during activation prior to the tissue sticking being observed. The device was not activated on diseased or inflamed tissue. A new handpiece was opened to complete the case. There was no patient injury. The cord was cut, but both the device key and handpiece are available to be returned. Type of intervention: a new handpiece was opened to complete the case. Patient status: no patient injury.